Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed seven applications were performed with reported balloon catheter 2af284 lot number 06413 without any issue on the date of the event. Clinical issues were encountered during the procedure. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Additionally, the catheter passed the performance test. The pressure, flow, temperature, and steering mechanism were functioning within specification. In conclusion, there was no indication of product performance malfunction contributed to the clinical issues (pericardial effusion, cardiac tamponade, hypotension, and aborted under general anesthesia). The reported balloon catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension. Additionally, a pericardial effusion was observed, which progressed to a cardiac tamponade. The case was aborted, and the heparin infusion was stopped. A pericardial window was subsequently performed which evacuated a significant amount of blood from the pericardial space. A medication to reverse the effects of heparin was then administered, and the sheath, balloon catheter, and mapping catheter were removed from the left atrium. The patient's blood pressure stabilized, and the patient was transferred to the cardiac care unit (ccu). The patient's hospitalization was extended. It was noted that the patient had fully recovered and has since been discharged from the hospital. No further patient complications have been reported as a result of this event.